Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reported that the patient had a fall and subsequently their implantable pulse generator (ipg) triggered a false elective replacement indicator (eri). It was also noted that the ipg had low impedances. The ipg has since returned to normal battery longevity estimation and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reported that the patient had a fall and subsequently their implantable pulse generator (ipg) triggered a false elective replacement indicator (eri). It was also noted that the ipg had low impedances. The ipg has since returned to normal battery longevity estimation and remains in use. No further patient complications have been reported as a result of this event.